Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot # were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? What medical intervention was given for the pain management? Results? Please provide date and details of the device removal. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, overactive bladder and requested removal. The mesh was removed on an unknown date. Additional information was requested.